Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that one year following a bilateral tka the patient reports bilateral pain, bilateral swelling, and not being able to walk. It was communicated that physical therapy and walking was performed. Three undated x-rays where provided for review, which are of poor quality as they are photos of the x-ray films. The few views that are discernable such as the left ap images does not show a clear reason for the reported pain. The provided images of the patient¿s knees and surgical scars appear well healed. Swelling cannot be determined without comparison to previous. Labs where provided for review, however they do not show causes for the reported issues. Based on the limited information provided the root cause of the reported issue cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of the reported event could include patient reaction or traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a tkr was performed on the left knee last (B)(6) 2018. The patient is in pain and swelling. She is not able to walk. X-rays and tests attached.